Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that catheter was implanted in the pt. The clinician identified that the catheter line was dislodged and cuff exposed when they attended the pt for dialysis treatment. The catheter was pulled and replaced with a new one. No add'l info was provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.